Event description:
As reported by the affiliate, restenosis was found in the placed stent. The lesion was treated by pta (poba). The intended procedure was a pta of a target lesion located in the left superficial femoral artery. The rate of stenosis was unknown. It is unknown if the lesion was calcified or if the vessel was tortuous. The lesion length and reference diameter are unknown. On (B)(6) 2013, a smart stent was placed in the target lesion without any issue. There was no distal disease left untreated. It is unknown if the stent was post-dilated; however, the residual stenosis rate was 0%. The stent was covering ¿healthy tissue to healthy tissue.¿ there is no information on the flow pre and post stent implantation. The patient was prescribed anticoagulation medication and the patient was compliant with medication regimen. On an unknown date, about 14 months after stent implantation, restenosis was found in the placed stent. The patient was reported to not have symptoms or conditions due to the in-stent restenosis. The rate of stenosis was 50-99%. The lesion was treated by pta (poba) with an unknown balloon catheter.. The patient is currently in ¿healthy¿ condition. This is a case from (B)(6) for sfa and the case number is (B)(4).

Manufacturer narrative:
The device remains implanted in the patient; therefore, it is not available to be returned for analysis. A device history record (DHR) review and additional information is pending and will be submitted within 30 days upon receipt. Concomitant products: discharge medication: aspirin and clopidogrel. Gtin# (B)(4). Initial reporter: phone: (B)(6).

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: as reported by the affiliate, restenosis was found in the placed stent. The lesion was treated by pta (poba). The intended procedure was a pta of a target lesion located in the left superficial femoral artery. The rate of stenosis was unknown. It is unknown if the lesion was calcified or if the vessel was tortuous. The lesion length and reference diameter are unknown. On (B)(6) 2013, a smart stent was placed in the target lesion without any issue. There was no distal disease left untreated. It is unknown if the stent was post-dilated; however, the residual stenosis rate was 0%. The stent was covering ¿healthy tissue to healthy tissue.¿ there is no information on the flow pre and post stent implantation. The patient was prescribed anticoagulation medication and the patient was compliant with medication regimen. On an unknown date, about 14 months after stent implantation, restenosis was found in the placed stent. The patient was reported to not have symptoms or conditions due to the in-stent restenosis. The rate of stenosis was 50-99%. The lesion was treated by pta (poba) with an unknown balloon catheter. The patient is currently in ¿healthy¿ condition. The device remains implanted in the patient; therefore, it was not returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15851699 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore no corrective and preventive actions will be taken at this time.